Event description:
The customer reported a failure to discharge in testing. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a failure to discharge in testing. There was no pt involvement. A philips field service engineer evaluated the device. There was no trouble found. The device passed testing and was returned to service. Based on the customer's report, we are considering this a malfunction. We are unable to determine the cause as the symptom was not reproduced.